Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer received emergency medical assistance with a high blood glucose on (B)(6) 2019 with blood glucose of unknown value at the time of the incident. The caller did not mention how the customer was treated or any symptoms. The caller is unsure if the insulin pump was worn at the time of the incident. The caller is unsure if the customer used sensors. The caller reported the customer passed away on (B)(6) 2019. The reporting party indicated the cause of death was infection and lung disease. The caller stated that the customer had infections, lung disease, and organ failures that may have led to the customer's passing. The caller was unsure if the insulin pump was worn at the time of death. This case is being reported for the unspecified high blood glucose at the time of admission into the hospital. The caller declined to return the insulin pump for analysis.